Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat 6+ cartridge yielded a sodium result of 117 mmol/l on the first test, 135 mmol/l on the second, and 136 mmol/l on the third test. There was no lab result. There was no report of any injury or impact to pt care associated with the event. No pt or medication info available.